Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00696. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh revision of vaginal graft on (B)(6) 2011 due to vaginal pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that the patient underwent sling implantation with concurrent procedures of vaginal enterocele repair and vaginal vault suspension. The patient experienced back pain, dyspareunia and multiple infections post mesh implantation. Mesh revision was done on (B)(6) 2011 and (B)(6) 2011. Patient (B)(4) - dyspareunia.

Manufacturer narrative:
It was reported that patient underwent resection of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center due to postoperative bleeding.